Event description:
It was reported that this right ventricular (rv) lead shock impedance has been trending up and an out of range measurement was shown a couple of months ago. Noise was reproduced with isometrics due to myopotential oversensing. Technical services (ts) was consulted and recommended evaluation options. A defibrillation threshold (dft) test was performed, and the rv was surgically abandoned and replaced. A code 1005 indicative of an open circuit condition during shock delivery was recorded. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead shock impedance has been trending up and an out of range measurement was shown a couple of months ago. Noise was reproduced with isometrics due to myopotential oversensing. Technical services (ts) was consulted and recommended evaluation options. A defibrillation threshold (dft) test was performed, and the rv was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected complaint summary.

Event description:
It was reported that this right ventricular (rv) lead shock impedance has been trending up and an out of range measurement was shown a couple of months ago. Noise was reproduced with isometrics due to myopotential oversensing. Technical services (ts) was consulted and recommended evaluation options. A defibrillation threshold (dft) test was performed, and the rv was surgically abandoned and replaced. No additional adverse patient effects were reported.